Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
T1 got sent down to the biomed shop with a black screen and an audible buzzer alarm. The black screen is actually probably due to he backlight not functioning because the device got rebooted and it's still very dark screen but with a flashlight you can see that the device is open and having multiple technical faults. The customer was able to go to access service mode but wasn't able do extract the logs, the device wouldn't let him so he noted all the technical faults he could see in the event logs.